Event description:
It was reported the subject device power button did not return during inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector comes out easily based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the conclusion of the final investigation. Updated fields: d4 - primary UDI number, h6, h11. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: internal failure/degradation of the board and degradation of the power supply unit. The deterioration of the power supply unit may have contributed to the occurrence of the reported event; the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.